Event description:
It was reported a patient's atrial lead presented with variable atrial sensing and abnormal atrioventricular delay due to dislodgement. The dislodgement was discovered via x-ray. The lead was explanted in a procedure on (B)(6) 2022. There were no patient consequences.